Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems cpu failed to boot and caused the system to become unusable. There is no report of injury or death associated with the event described in this complaint.